Manufacturer narrative:
The suspect cable was returned to the manufacturer for evaluation. Testing found that the cable failed visual inspection as the cable had light physical damages that did not compromise functionality.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement gray europe 250/10a cord shipped to site 01/19/2017. No parts have been received by manufacturer for analysis. On 01/19/2017 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system fuses had blown in the socket. This was reported to have occurred when the imaging system was plugged in. After fuses were switched-on, the imaging system was working as intended. Normal function was restored. There were no further issues. There was no patient present when this issue was identified.